Manufacturer narrative:
Corrosion was noted inside the device on the reservoir, pcb, and batteries, indicating that fluid had leaked in the pod. An alarm was sounded by the pod, indicating that the step sensor was shorted, which is consistent with a leaking pod and the corrosion found in the pod. A leak was found on the exposed soft cannula. It could not be determined when this damage occurred. A second leak was found inside the pod on the unexposed soft cannula. This can be attributed to the corrosion and alarm noted in the pod. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 24 and 36 hours on the arm. As treatment, manual injections of insulin were delivered.